Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance at 125 ohms on this right ventricular (rv) lead. The shock impedance trend over the past year ranged from 81 ohms to 124 ohms. The ventricular pace impedance also shows variability of measurements in trend over the past year ranging between 370 ohms to 729 ohms. The presenting and stored electrograms (egms) show the device operating as programmed with no artifacts observed. Further review was recommended. The device and lead remain in service. No adverse patient effects were reported.